Manufacturer narrative:
The subject device was returned for device investigation. Based on the results of the investigation, the reported issue was confirmed. It was found that the image had a blackout. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device.

Event description:
It was reported that during set up / inspection for use, the bronchovideoscope had no endoscopic image. There were no reports of patient involvement.